Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. A mixture of blood and air was seen during aspiration. Soon after, the patient showed st elevation on ECG, blood pressure decreased, and patient developed bradycardia. The sheath was retracted into the right atrium. The physician looked at coronary arteries via angiography; the right coronary artery showed air accumulation over the whole artery. After approximately 10 minutes, the right coronary artery could be represented without air and the st elevation decreased. The cryoablation procedure was aborted. The patient was transferred to the ICU in stable condition. Patient got a CT scan post procedure. There were no patient complications post procedure.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. The reported issue (air ingress in the sheath) has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.